Manufacturer narrative:
(B)(4). The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. In addition, retained test strip samples from the same lot reported by the customer 1525009 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 she was "out of it" and noted her mother thought she didn't "look good" but when she attempted to perform a test using her adc blood glucose meter it displayed an ER-3 message instead of a reading. It was further reported a neighbor called the paramedics and she was transported to a hospital where she was kept overnight. No additional information was provided as the customer declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.